Event description:
It was reported that, during a total gastrectomy procedure, the device didn't cut. The doctor cut the esophagus to remove the device. Another device was used to complete the case. Pt is stable.

Manufacturer narrative:
Info was not provided by the affiliate. Info anticipated, but unavailable at this time.